Manufacturer narrative:
Initial reporter: phone number is (B)(6). The laser system was examined and tested at the customer location by an amo field service specialist (fss). The fss found errors: 401, 402, 404,407, and 410. The fss created new energy files. The fss performed a field service checklist. . The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported having a laser system displaying a 407-energy wheel error during a laser treatment of the right eye. The error resulted in aborting procedure thus retreatment was required. The surgery center stated the sight cut was not cut the last 3 seconds. The last two procedures scheduled were cancelled. The event did not cause patient injury. The patient outcome was good and there were no problems. The patient was retreated one week later. The surgeon believed the event was caused by the laser system. Pre-op 1.0, post-op 1.0.